Manufacturer narrative:
A blower valve assembly was returned for analysis. Visual inspection of the blower valve assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the customer complaint could not be verified. Returned blower valve assembly passed all testing. No-fault found.

Manufacturer narrative:
G4:10mar2021. B4:13mar2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower valve assembly. The fse replaced the blower valve assembly, and the initial testing passed. However, during the airflow accuracy test, the blower stopped working. Following the service, the customer was informed that v200 had approached its end of life, and no kit is available to repair the blower issue. As of december 31st, 2020, philips no longer supports accessories, supplies, upgrades, and repair support parts associated with esprit/v200. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jan2021.

Event description:
It was reported to philips that the device had an air valve stuck closed. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.